Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. PMA / 510(k)#: k151766. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can not be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can not be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Root cause description: no root cause can not be determined as no samples were received.

Event description:
It was reported that leakage occurred during with 3 ml bd luer-lok¿ luer-lok¿ tips. The following information was provided by the initial reporter, "dear complaint department, description of issue: customer reported that the syringe and needle doesn't seal properly. He can inject insulin into his cartridge but when he takes out the needle/syringe it doesn't allow him to remove it properly. Number of occurrences: 2".